Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. [(B)(4)].

Event description:
"Literature article entitled, ¿distally locked, fully hydroxyapatite coated modular long stems in salvage revision hip arthroplasty: a report of early experience¿ by sivaraman subramanian, et al, published by european journal of orthopaedic surgical traumatology (2010), vol. 20, pp. 17-21, was reviewed. The purpose of this article is to present the authors¿ early experience using the reef femoral stem for revisions in 21 patients implanted between january 2005 and june 2007. The manufacturer of the revised stems, femoral heads, and acetabular components is unknown. Implanted depuy products: reef stem secured with 2 screws. The manufacturer of the femoral head is unknown. Results: 1 revision of a reef stem due to undersizing of the stem. The stem was revised to the correct, larger size. 6 cases of radiologically identified heterotopic ossification-no treatment required. 83 percent of cases showed radiologically identified spot welds- no treatment required. 1 case of slight thigh pain and a 2-cm stem migration identified on radiological studies. No treatment was required, and the pain and stem migration were resolved at final follow-up. 3 cases of intraoperative femoral cortex perforations that occurred during removal of the unknown cemented stem. The perforations are not attributed to the preparation for or insertion of the reef implants and are not included in this complaint. Captured in this complaint: 1 reef stem and 2 screws: implant fit: too loose; patient harms surgical intervention, medical device removal. 1 reef stem and 2 screws: implant migration; patient harms: extraskeletal ossification, pain, medical device site erosion. "